Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of angle wire and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope's scope guide was not working. The event occurred during a flexible sigmoidoscopy (flexi) diagnostic procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.